Event description:
A report was received that a patient will undergo a pocket revision due to discomfort.

Manufacturer narrative:
Additional information received stated that the patient will not undergo a pocket revision as she is having other non-device related health issues.

Event description:
A report was received that a patient will undergo a pocket revision due to discomfort.